Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a message is coming up saying the equipment is disabled. There was no reported negative patient impact.